Event description:
The customer received a questionable free thyroxine (ft4) result for one patient. The results from the first sample from the patient were 77.29 pmol/l and 75 pmol/l. The other thyroid testing gave normal results. The day after, a second sample was drawn and the ft4 result was 14 pmol/l. This result was believed to be correct. The patient received additional testing including "ecography" and the "patient is sane". The patient was not adversely affected. The ft4 reagent lot number and expiration date were requested but were not provided.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A specific root cause could not be identified. Additional information and patient sample was requested for further investigation, but was not provided.